Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
Date of event: 16-dec-2024. Date of report: 19-dec-2024. The end-user, who had been trained on (B)(6) 2024, incorrectly performed an infusion set change on (B)(6) 2024. The user inserted a new cartridge without rewinding the pump, resulting in the unintentional delivery of insulin into their body. This caused severe hypoglycemia, leading to an emergency room (ER) visit. The user experienced sweating as an immediate health effect. In the ER, the user was treated with IV dextrose and discharged the same day (B)(6) 2024. No long-term health effects were reported, and the user has since resumed using the ilet system without further issues. During a follow-up on 07-jan-2025, the user stated that they were not aware of the need to rewind the pump prior to inserting a new cartridge. They reported that everything had been functioning well after the event. The user is currently unable to sync logs. Outcome: the event was resolved with no residual effects, and the user continues to use the ilet system successfully.